Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis catheter was received for evaluation without any ancillary devices or cine images from the procedure. A water-loaded test syringe was attached to the proximal balloon inflation port. The syringe was compressed and a pinhole leak (less than 1mm) was noted in the proximal balloon's distal marker band.

Event description:
This procedure was performed in (B)(6). The physician started to use the trellis 120 cm / 30 cm and in the middle of the first run the proximal balloon started to deflate. Catheter was removed through the sheath. The physician replaced the catheter with another trellis catheter and continued with the procedure successfully. After the proximal balloon failed, the patient got a reaction that the physician described as "urokinase reaction". The physician stated there was no patient injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.